Manufacturer narrative:
The console is still in use for other patient, therefore data download isn't possible at the moment

Event description:
Clinical narrative: an impella cpsa c9+ device was inserted via the femoral artery in a patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities and clinical state prior to initiation of support were unknown. During CPR in the cath lab, the automated impella controller (aic) showed that the impella position was incorrect (first indicating position in the aorta, then in the ventricle). The professor provided images of the aic with incorrect position alarms but was confident the impella was in the correct position based on fluoroscopy. Five other cardiologists were consulted and agreed that the position was correct. Echocardiography also confirmed correct positioning, but the aic continued to show incorrect position. There was a flat motor current during the alarms for "impella position in aorta" and "impella position in ventricle." Based on images and video, it was observed that during CPR, the placement signal changed but the motor current remained unchanged and flat. The patient expired on support, and it was noted that the outcome was not related to the impella device. The device will be conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical clinical condition.

Manufacturer narrative:
This is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.